Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the state of the sample damaged is unidentifiable, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
While administering intravenous fluids to a patient, the nurse discovered leakage at the catheter tubing connection after completing the IV line insertion. The catheter was replaced and reinserted, increasing the patient's risk.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.